Manufacturer narrative:
Per -(B)(4) final report. No adverse event has been reported. Additional information, including the device lot code and return of the instrument was requested in order to progress with this investigation, and both have been provided to corin. The relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification when manufactured. Upon receipt of the instrument at corin, the reported failure mode was verified. This failure mode has been reported to corin previously and as a result of feedback from the field, corin have initiated a project to research a new design for this instrument, including a new thread. Based on this corin now consider this case closed.

Event description:
The thread of a trinity std introducer / impactor handle is broken.

Manufacturer narrative:
(B)(4). No adverse event has been reported. Additional information, including the device lot code and return of the instrument has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing record will be identified and reviewed. The reported issue has been reported to corin previously and as a result of feedback from the field , corin have initiated a project to research a new design for this instrument, including a new thread.

Event description:
The thread of a trinity std introducer / impactor handle is broken.